Event description:
During the implant procedure, it was alleged that the guidewire was unable to be inserted into the left ventricular (lv) lead due to a distal tip occlusion. The physician elected to implant a new lv lead to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned for analysis. Visual examination noted the distal end was clogged with blood. Upon x-ray examination, the inner coil was noted bunched at the connector region; no additional anomalies were noted. While manipulating and stretching the lead, electrical continuity measurements and testing for internal shorts were performed; all electrical measurements were within specification without any fractures or internal shorts identified. The s-curve height was measured and found to be within product specification. A test guidewire could not be fully inserted due the inner coil being clogged with blood at the s-curve region. The reported event of the inability to insert a guidewire was confirmed. The cause of the reported event was isolated to the inner coil being clogged with blood and no additional anomalies were noted upon inspection.